Event description:
It was reported that the haptic of a CT lucia 621p lens was stuck and did not come out of the injector correctly. This caused it to be inserted into the cornea. The doctor removed the lens and used a new lens.

Manufacturer narrative:
As the device has not been returned, a definitive root cause cannot be provided, but based on the information provided, the risk assessment for the lucia product, and based on our experience we have determined that the following factors may have caused or contributed to the injection issue is but is not limited to: misplacement of the lens: this which may occur during ovd application, the cannula may catch the edge of the lens or haptic; thus, removing the lens off the "track" which is inside the cartridge. This may also cause the lens to fold improperly. The lens should fold in a "u" shape and if it does not this will cause the lens to not eject correctly and could even cause the lens to get damaged. Inadequate application of ovd: the IFU asks for generous amount of ovd to be applied, which covers the lens and the blue cushion. If ovd is not placed on the blue cushion advancement of the plunger may be inhibited by high frictional force and appear to become stuck. Dwell time after preparation: the IFU recommends that after the lens is advanced into the conical section the lens must be injected immediately. Dwell scenarios where the lens sits in this position for a prolong time prior to injection may lead to stuck iol issue. Viscoelastic materials may lose their lubricity if allowed to stand too long.